Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported scratch. The account indicated the product was not available to evaluate. Information was provided that a facility representative reported the surgeon did not give any opinion on what caused the issue. The reporter stated the technician indicated that scrub tech encountered difficulty getting plunger to engage intraocular lens (iol) and thought it may be an instance of repeat attempts at engaging the iol may have scratched it. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed that the lens was scratched after implanting the lens. The lens was cut out. Additional information has been requested and received stating that the doctor inserted iol into the eye, noticed a scratch on optic. Cut out iol and implanted replacement iol of same model and diopter with no patient harm. Surgeon did not provide any opinion on what caused the issue. Surgeon's technician indicated that scrub tech encountered difficulty getting plunger to engage iol and thought it may be an instance of repeat attempts at engaging the iol might have scratched it.